Manufacturer narrative:
It was reported to philips that the device's battery does not charge when connected to ac power supply. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was not confirmed, however fse checked the log of the operation record of the device, and the cause was traced to a faulty pca processor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the pca processor. The part was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's battery does not charge when connected to ac power supply. There was no patient involvement.